Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
(B)(6), filter tilt = 16 degrees. This (B)(6) white female presented at the time of enrollment with a recent subtotal thyroidectomy and sigmoidoscopy with colonic stent placement on (B)(6) 2016 (six days pre-procedure) and a planned surgical excision of a cancerous tumor on (B)(6) 2016 (same day of procedure). On (B)(6) 2016 (three days pre-procedure), an ultrasound of the left lower extremity was performed and revealed evidence of a thrombus. Core lab analysis revealed no evidence of thrombus in the left lower extremity and commented: ¿left femoral av fistula. Rle not examined.¿ on (B)(6) 2016 (one day pre-procedure), a CT of the inferior vena cava (ivc) and pelvic veins was performed and revealed evidence of thrombus in the ivc and left pelvic vein. Thrombus was not present in the right pelvic vein. Core lab analysis revealed no evidence of thrombus in the ivc. Evidence of thrombus was present in the left pelvic vein. On the same day, cross-sectional imaging revealed no evidence of pulmonary embolism (pe). The primary reason for the filter placement was a current deep vein thrombosis (dvt) with a contraindication to anticoagulation due to a planned invasive surgery/procedure. The filter placement was anticipated to be temporary and was accomplished with the use of a venacavagram. The ivc diameter at the intended filter location was 21.0 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right common femoral vein as the access site, the g&#1806;ther tulip filter was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pulmonary embolism (pe). The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, migration or tilt. There was no extravasation of contrast or filter legs appearing outside the column of contrast after filter placement. Core lab analysis of the placement procedure venacavagram revealed no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. The filter was placed in the ivc infrarenal site, and the ivc diameter at the filter location was not assessed. There was no evidence of filter migration, extravasation of contrast, or deformation. Filter legs did appear outside the column of contrast after filter placement. The angle of filter tilt in the ap view was 3.2 degrees. On the same day, the post-procedure x-ray revealed no evidence of filter fracture, embolization, migration or tilt. Core lab analysis of the post-procedure x-ray revealed no evidence of filter fracture, deformation, embolization, or migration. The angle of filter tilt in the ap view was 4.1 degrees and 16 degrees in the lat view. The patient remains in the clinical study and no other device related adverse events have been reported.

Manufacturer narrative:
(B)(4). Investigation - evaluation and imaging review: imaging of this case was reviewed by outside professional clinical review. The impression gathered was: findings: ultrasound dated (B)(6) 2016, CT dated (B)(6) 2016, and venogram and x-ray dated (B)(6) 2016, along with the complaint, were submitted for review. Ultrasound of the left lower extremity demonstrates acute appearing occlusive thrombus involving the left common femoral vein. The remaining visualized portions of the deep venous system of the left lower extremity as well as the right common femoral vein were patent. The ultrasound images note possible av fistula in the region of the left common femoral vein-sfa, however, on the images provided, there is no convincing evidence of an av fistula. CT scan of the chest dated (B)(6) 2016, pe protocol, demonstrates no evidence of filling defects to suggest pulmonary embolism. There are small to moderate­ sized bilateral pleural effusions with associated relaxation atelectasis of the lower lobes. There are no additional incidental findings in the chest. CT scan of the abdomen and pelvis from same day demonstrates filling defects involving the left common femoral vein consistent with thrombus. There is extension of thrombus into the left external iliac vein, which is nonocclusive at this level. There is a subtle area of hypoattenuation within the lumen of the ivc, just cranial to the confluence of the iliac veins. The visualized portion of the right lower extremity and right pelvic veins are patent. There is significant subcutaneous edema, possible hematoma, within the soft tissues overlying the left femoral vessels. Incidental note is made of a rectal stent in a short area of abnormal rectal wall thickening, likely placed for underlying rectal tumor with multiple large retroperitoneal fat and mesorectal lymph nodes as well as evidence of peritoneal carcinomatosis and a small amount of ascites. There are bilateral parapelvic renal cysts. There are no additional pertinent findings in the abdomen and pelvis. Venogram from ivc filter placement performed on (B)(6) 2016 demonstrates access via the right femoral venous system with a venogram performed through the right common iliac vein. The questionable filling defect within the ivc is not appreciated on the inferior venacavogram. The infrarenal ivc measures 20 .7 mm. A gunther tulip filter was deployed via the femoral approach in an infrarenal location. There is 2° of leftward tilt. The right lateral most primary filter leg extends 5.4 mm outside of the column of contrast. On the lateral image there is 6° of anterior tilt present, based off of the anterior margin of the l3 vertebral body. Impression: per complaint report, the gunther tulip ivc filter was placed for an acr-s1r appropriate indication of dvt with planned surgical procedure and inability to anticoagulate. Initial ultrasound demonstrates evidence of deep venous thrombosis involving the left common femoral vein and questionable av fistula between the superficial femoral artery and the left common femoral vein. CT scan from (B)(6) 2016 confirms presence of filling defect in the left common femoral vein with extension into the left external iliac vein consistent with a dvt. There is also a very subtle filling defect within the ivc at the confluence of the iliac veins that could represent non-occlusive thrombus versus an artifact from unopacified blood entering the ivc at this level. There is no convincing evidence of an av fistula in the groin. There is a significant amount of stranding in the region of the left groin, likely representing a hematoma. Note is made of a rectal stent in place across an area of abnormal rectal wall thickening, consistent with patient's known primary malignancy and likely the cause of the hypercoagulable state. There was no evidence of pulmonary embolus on the CT scan performed on same-day. Initial venogram performed via the right common femoral vein demonstrated normal ivc anatomy with inflow of both renal veins identified. The gunther tulip filter was deployed in an appropriate infrarenal location without significant tilt. One of the primary filter legs extended 5.4 mm outside of the column of contrast towards the right, which meets the definition for penetration. However, on the CT scan, the right gonadal vein arises 26 mm caudal to the inflow of the right renal vein, and on the venogram status post deployment of the ivc filter, the leg extends outside of the column of contrast approximately 26 mm caudal to the inflow of the right renal vein. This suggests that the filter leg may extend into the ostium of the gonadal vein and not truly represent penetration. Unfortunately, no contrast is seen refluxing along the leg or into the origin of the gonadal vein to confirm this suspicion. It would be unusual for the leg to immediately penetrate after deployment, especially from a femoral approach, where once the filter is released from the deployment device, the operator cannot inadvertently pushed the filter through the wall of the vena cava. On the lateral x-ray the ivc filter demonstrates anterior tilt in reference to the vertebral bodies. When compared to the sagittal reconstructions from the CT scan, the ivc most closely mirrors the anterior portion of the l3 vertebral body. On the lateral image when the anterior portion of this vertebral body is used to estimate the course of the ivc, the anterior tilt of the filter measures 6°. However, if the l2 vertebral body is used to measure the tilt, the anterior tilt measures 18°. Per complaint report, the documented filter tilt measures 16° on the lateral view suggesting the l2 vertebral body was used as an estimate for the course of the ivc, which in this case, grossly overestimates the true tilt of the filter in reference to the lumen of the ivc. Investigation: based on event description and review of provided imaging. A review of the complaint history, device history record, manufacturing instructions and quality control was conducted during the investigation. The initial venogram demonstrated normal ivc anatomy. The filter was placed in appropriate location without significant tilt (e.g. Tilt<16deg). The imaging review found a primary filter leg extending 5.4mm outside column of contrast towards the right, which meets the definition for penetration. However, imaging review suggest that the penetration seen is not a true penetration, but the filter leg extending into the gonadal vein, however this cannot be confirmed. However, review of x-ray images confirms the reported filter tilt (from core lab); the ivc filter demonstrates anterior tilt in reference to the vertebral bodies. Tilt must be measured in reference to the longitudinal axis of the ivc. According to the imaging review, in this case estimating tilt in reference to the vertebral bodies grossly overestimates the true tilt of the filter in reference to the lumen of the ivc. Filter perforation of the vena cava wall is a known risk reported in the published scientific literature. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during filter placement or during filter implanting period. There is found no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. Per the quality engineering risk assessment (qera) no further action is required.

Event description:
(B)(6), filter tilt = 16 degrees. This (B)(6) white female presented at the time of enrollment with a recent subtotal thyroidectomy and sigmoidoscopy with colonic stent placement on (B)(6) 2016 (six days pre-procedure) and a planned surgical excision of a cancerous tumor on (B)(6) 2016 (same day of procedure). On (B)(6) 2016 (three days pre-procedure), an ultrasound of the left lower extremity was performed and revealed evidence of a thrombus. Core lab analysis revealed no evidence of thrombus in the left lower extremity and commented: "left femoral av fistula. Rle not examined." On (B)(6) 2016 (one day pre-procedure), a CT of the inferior vena cava (ivc) and pelvic veins was performed and revealed evidence of thrombus in the ivc and left pelvic vein. Thrombus was not present in the right pelvic vein. Core lab analysis revealed no evidence of thrombus in the ivc. Evidence of thrombus was present in the left pelvic vein. On the same day, cross-sectional imaging revealed no evidence of pulmonary embolism (pe). The primary reason for the filter placement was a current deep vein thrombosis (dvt) with a contraindication to anticoagulation due to a planned invasive surgery/procedure. The filter placement was anticipated to be temporary and was accomplished with the use of a venacavagram. The ivc diameter at the intended filter location was 21.0 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right common femoral vein as the access site, the g&#1806;ther tulip filter was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pulmonary embolism (pe). The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, migration or tilt. There was no extravasation of contrast or filter legs appearing outside the column of contrast after filter placement. Core lab analysis of the placement procedure venacavagram revealed no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. The filter was placed in the ivc infrarenal site, and the ivc diameter at the filter location was not assessed. There was no evidence of filter migration, extravasation of contrast, or deformation. Filter legs did appear outside the column of contrast after filter placement. The angle of filter tilt in the ap view was 3.2 degrees. On the same day, the post-procedure x-ray revealed no evidence of filter fracture, embolization, migration or tilt. Core lab analysis of the post-procedure x-ray revealed no evidence of filter fracture, deformation, embolization, or migration. The angle of filter tilt in the ap view was 4.1 degrees and 16 degrees in the lat view. The patient remains in the clinical study and no other device related adverse events have been reported.